Event description:
During an in clinic follow up, it was noted the device longevity had rapidly decreased from the previous follow up. Premature battery depletion was suspected. Technical support was contacted and suspected overestimation of the longevity at the previous follow up. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The reported event of overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.